Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) to report that the patient¿s onetouch verioiq meter was displaying an ¿error 4¿ message. Per the owner¿s booklet, this error could appear if not enough sample was applied to the strip, if the test strip was damaged or moved during testing, if the sample was improperly applied or if there is a problem with the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter. The patient¿s mother reported that the error 4 message first began to appear on an unspecified day in (B)(6) 2013. The reporter confirmed the error message initially would appear intermittently; however, as time progressed the error message appeared more frequently and in (B)(6) 2013, the patient was continuously obtaining error message. The patient¿s mother mentioned that the patient tested with her onetouch ultramini meter when she was unable to obtain a blood glucose result with the subject meter. The reporter denied that the patient made any changes to her usual diabetes management regimen due to the error message. In addition, the reporter confirmed that the patient did not develop symptoms or had to receive medical treatment for a blood glucose excursion due to the meter issue. At the time of troubleshooting, the reporter confirmed that test strips were in good condition and verified that the test strips were completely drawing in the sample. At the time of the initial call to lfs, the reporter performed a test using correct testing technique; however, the error message appeared. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions due to the alleged meter issue. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 2 message. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.